Event description:
Iabp (intra-aortic balloon pump) console system overheat. Iabp (intra-aortic balloon pump) unable to be restarted and console had to be switched. Event resulted in pt (patient) being off iabp for 15 minutes.